Event description:
The pt was unable to adjust stimulation and experienced overpowering stimulation sensation in his area of paresthesia even when the device was at a decreased setting. The symptoms had begun a year earlier. There was no known incident or accident to the complaint. The pt had stopped using his implantable neurostimulator. There were communication problems between the recharger and the neurostimulator. The pt was directed to loaner/repair for a new recharger. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.